Event description:
Patient revised due to patella clunking, inoperatively found polyethylene wear.

Manufacturer narrative:
Evaluation was not possible, as the product were not returned. Product information required to review the device history records was not provided. Initial reporting stated the products are not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or drawn any conclusions about the reported instability; however, provided information suggests device mal-alignment was a possible contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.